Event description:
The customer reported an employee who experienced hydrogen peroxide contact. The employee reported that the contact occurred on her hand between her thumb and index finger and appeared white. The employee complained of discomfort and tingling at the contact site. The employee did not seek medical attention or require treatment for the contact. The employee rinsed the contact site under water for 15 mins. The customer confirmed that the vaporizer plate was in place and the load was from a completed cycle. The asp trained biomed at the facility stated that they believed that the contact was caused by moisture in the load and declined service. The biomed stated that he spoke to the end users about drying the load before processing.

Manufacturer narrative:
(Other, hydrogen peroxide contact).